Manufacturer narrative:
Hill-rom has responded to this issue with an "important medical device alert" issued to all facilities on (B)(6) 2004.

Event description:
Customer filed a medwatch that alleged they are having problems with the ground prong becoming dislodged from the plug. There were no injuries reported in the medwatch.